Event description:
The customer had previously reported an event in which the pca syringe was switched from standard concentration to high concentration but the programming remained for the standard concentration, resulting in an overinfusion. During a site visit by a carefusion representative regarding this event, the customer reported there had been 2 similar events in the past which had not been reported. No programming parameters were provided and no devices were sequestered for investigation. There was no report of patient harm. No additional details are available. This report documents the first of the 2 events.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.